Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformant noted. Additional, changed, and/or corrected data: b.5, e.1, g.3, h.6.

Event description:
Healthcare professional confirmed left side deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side implant is "flat,hard on one side and droppy." Device remains implanted.